Event description:
IT WAS REPORTED THE RIGID VIDEO LAPAROSCOPE HAD VERTICAL STRIPE NOISE. THIS ISSUE OCCURRED DURING INSTALLATION. THERE WERE NO REPORTS OF PATIENT INVOLVEMENT.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
No additional information received by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, H2, H3, H4, H6, H11The device was returned to Olympus for inspection, and the reported failure was confirmed.Based on the results of the investigation, it is likely the following led to the malfunction caused due to failure of imaging device.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.